Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("para tubal cysts and proximally embedded essure coils") in a 33 year-old female patient who had essure inserted (lot no. 880434) for female sterilisation. The patient had a medical history of menorrhagia, weight gain, period pains, dysmenorrhea, parity 2, multi gravida, paratubal cyst and abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2852 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-n. Discrepancy noted: insertion date as per argus (B)(6) 2011. As per mr (B)(6) 2012. Discrepancy noted: removal date as per argus (B)(6) 2020. As per mr: (B)(6) 2020. Right: 0 -- tip of insert visible at os left: 1. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: findings: the uterine cavity fills normally without complication or focal defects. Both cornua are seen well. The right micro-insert proximal tip is located at the ostium. The right tube does not fill with contrast and is occluded. The left micro-insert proximal tip is located at 5 mm. The left tube does not fill with contrast and is occluded. Impression: bilateral tubal occlusion [pathology test] on (B)(6) 2020: gross description: the right fallopian tube measures 8.3 l x 0.5 d cm, and the left fallopian tube measures 11 lx 0.5 dem. The fallopian tubes have smooth, tan-purple outer surfaces with multiple sub centimeter para tubal cysts and proximally embedded essure coils. [Pregnancy test] on (B)(6) 2012: negative. Batch no~880434; lot number: 880434; manufacture date: 2011-10; expiration date: 2014-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("para tubal cysts and proximally embedded essure coils") in a 33 year-old female patient who had essure inserted (lot no. 880434) for female sterilisation. The patient had a medical history of menorrhagia, weight gain, period pains, dysmenorrhea, parity 2, multi gravida, paratubal cyst and abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2852 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery- discrepancy noted: insertion date as per argus (B)(6) 2011. As per mr (B)(6) 2012. Discrepancy noted: removal date. As per argus (B)(6) 2020. As per mr: (B)(6) 2020. Right: 0 -- tip of insert visible at os left: 1. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: findings: the uterine cavity fills normally without complication or focal defects. Both cornua are seen well. The right micro-insert proximal tip is located at the ostium. The right tube does not fill with contrast and is occluded. The left micro-insert proximal tip is located at 5 mm. The left tube does not fill with contrast and is occluded. Impression: bilateral tubal occlusion. [Pathology test] on (B)(6) 2020: gross description: the right fallopian tube measures 8.3 l x 0.5 d cm, and the left fallopian tube measures 11 lx 0.5 dem. The fallopian tubes have smooth, tan-purple outer surfaces with multiple sub centimeter para tubal cysts and proximally embedded essure coils. [Pregnancy test] on (B)(6) 2012: negative. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date removal date and rcc updated, event- "medical device removal updated to essure micro-insert embedded". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.